Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient experienced issues with two infusion sets, both same types. The issues included leakage at the site. The event dates for these issues were (B)(6) 2024. The infusion set was in use for 1 day and a couple of hours. The patient's blood glucose level at the time of the issue was 13.2 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.